Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after a stent graft procedure using an 8.5f sheath. Reportedly, a cuff miss (suture retrieval issue) occurred. The device was not deployed at a 45 degree angle. A new proglide device was used to achieve hemostasis with the device being kept properly at 45 degrees. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the proglide instructions for use (IFU), states: do not deploy the perclose proglide suture mediated closure (smc) device at an angle greater than 45 degrees, as this may cause a cuff miss. It should also be noted that the IFU states: for sheath sizes greater than 8f, at least one device and the pre-close technique is required. The reported difficulty and subsequent treatment appear to be related to the reported user deployment technique as the device angle was not maintained at 45 degrees. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.